Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that prior to use of this smiths medical cadd administration sets, leaking was noticed from the rubber placed on the y deviation. It was reported that fault didn't occur while in use with a patient. No reported adverse effects.